Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. The lesion being treated was a mildly calcified, 80% stenotic lesion in a moderately tortuous distal left anterior descending artery (lad). The lesion was predilated with a 2.0 x 20 mm balloon. After predilation, the dr attempted to reach the lesion with a taxus express2 - 2.75 32 mm drug eluting stent. As the dr pushed the taxus stent multiple times into the lesion the stent embolized from the delivery system. The taxus stent was removed successfully using a snare technique without any complications. No injury or pt complication was reported. The procedure was successfully completed with another taxus express2 - 2.75 x 32 mm drug eluting stent. Pt status is reported as "satisfactory/good".